Event description:
During a phase IV, prospective, open label, multi-center, observational and descriptive study to investigate the intradialytic change in platelet counts during hemodialysis treatments in esrd subjects maintained twice weekly hemodialysis (protocol number opt001) a pt was hospitalized for a possible migraine. Presented to the emergency room with complaints of headache that did not improve with usual migraine medication, increased intensity, body aches and pains and febrile 100.6 f. She was admitted for sepsis secondary to hemodialysis catheter infection. The migraine was due to the sepsis. She was treated with gentamycin. Noted to have low platelets that could be due to sepsis. Discharged home on (B)(6) 2010. The outcome for all events was resolved on (B)(6) 2010. The reported events were assessed as severe in intensity and not related to the study.

Manufacturer narrative:
No customer number or customer contact info was available; therefore, a search for product related to the complaint could not be performed. Additionally, lot info was not available, so an investigation of the device mfg records was not performed. If add'l info should become available, a supplemental MDR will be filed.